Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false ventricular fibrillation (vf) episodes were recorded due to noise on the right ventricular (rv) lead. No inappropriate therapy was delivered to the patient. The rv lead was capped and a new lead was successfully implanted. The patient was in stable condition.